Event description:
A nurse reported a peritoneal dialysis (pd) patient is completing in-center hemodialysis (hd) due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and bloody effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ip ceftazidime 2g daily (duration not provided). The patient¿s cultures were positive for staphylococcus aureus. The pd fluid white blood cell (wbc) count was 576 with 91% polymorphonuclear (pmn) cells. The patient was admitted to the hospital on (B)(6) 2025. The patient had the pd catheter removed on (B)(6) 2025 and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and decided to remain on in-center hd. The cause of the peritonitis is unknown.

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a peritoneal dialysis (pd) patient is completing in-center hemodialysis (hd) due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and bloody effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ip ceftazidime 2g daily (duration not provided). The patient¿s cultures were positive for staphylococcus aureus. The pd fluid white blood cell (wbc) count was 576 with 91% polymorphonuclear (pmn) cells. The patient was admitted to the hospital on (B)(6) 2025. The patient had the pd catheter removed on (B)(6) 2025 and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and decided to remain on in-center hd. The cause of the peritonitis is unknown.

Manufacturer narrative:
Clinic review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not determined, the culture results of staphylococcus aureus suggest a breach in aseptic technique. S. Aureus is found in the environment and is also found in normal human flora, located on the skin and mucous membranes. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.